Manufacturer narrative:
Concomitant product: catheter model: 8709sc, lot# n189561010, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that the patient presented to the emergency room as of the date of this report with "narcotic overdose¿. The patient programmer was read and indicated the drugs infused via the pump as dilaudid, clonidine and bupivacaine. Hcp wanted to turn the pump off. Additional information has been requested; a follow-up report will be sent when it becomes available.